Manufacturer narrative:
Natus medical incorporated has distributed bilibands for eight years. Natus has not considered velcro adhesion complaints to be reportable. This MDR is being submitted because the hospital reporting this complaint also submitted a report to (B)(4) safety agency. Natus CAPA(B)(4) is open to track product improvements, including velcro adhesion, for the natus biliband.

Event description:
Customer reported to distribution partner that velcro grip did not hold for a natus biliband during treatment. There was no pt injury. Customer filed report with safety agency in (B)(4) alleging that loose velcro is a clinical risk.